Manufacturer narrative:
A review of the dhrs and inspection records was conducted and no similar concerns were found. Only the guidewire was returned for review. The guidewire exhibited evidence of use with dried bodily fluids and a portion of the wire was unraveled as if extreme force had been applied to the wire. Since the introducer and dilator were not returned, a functional and dimensional analysis could not be conducted. Based on the sample returned, this complaint could not be confirmed. Based on the returned sample, a definite root cause for the resistance issue cannot be established. A possible cause for the damaged guidewire, according to the IFU (pmt-80-3420-01, warning #4), "withdrawal, pullback, or manipulation of the guidewire when resistance is met may cause guide wire damage, breakage, or embolization." Since the alleged complaint could not be confirmed, based on the returned sample, no corrective action will be taken at this time.

Event description:
A micro introducer 7f was used with an rfg3 during treatment of the great saphenous vein (gsv) under local anaesthesia using hand compression. IFU was followed. Proper temperature was reached. Procedure was completed successfully. It is reported the sheath would not come out of the patient after the procedure when physician went to remove it. The physician had to use a blade for removal. All pieces accounted for.